Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Update 27-feb-2020: the investigation was re-opened upon the receipt of additional information. The new information does not affect the existing investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address aseptic loosening of the tibia at the cement to implant interface, depuy cement was used. Doi: (B)(6) 2014; dor: (B)(6) 2018; right knee. Medical record ad 5 sept 2019 reviewed. Patient underwent a r tka on (B)(6) 2014 utilizing depuy components and cement x 1. The patella was resurfaced. Physician states the patient fell around (B)(6) of 2017 and had problems since then. On (B)(6) 2018, the patient underwent a revision. Intraoperative findings include a superficial keloid scar, scarring within the joint requiring extensive debridement, loosening of the patella at unknown interface, loosening of the tray at the implant to cement interface, and the femoral component was noted to be partially loose-unknown interface.